Event description:
This is a case report received by baxter. The customer reported that the accusol bags developed a milk white precipitation. The precipitation was noticed after the pre and post dilution pumps. The time the patient was on the treatment before the event was noticed was not clearly identified. After the precipitation was noticed therapy was stopped and new tubing and solutions were set up and therapy was restarted. No medication was injected into the accusol bags. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review completed and was acceptable. A trend review was completed and there was no significant trend. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A caution in use notification was issued to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). A batch review completed and was acceptable. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released.